Event description:
Both parents and baby were asleep when apnea monitor alarm for low heart rate sounded. When parents checked the baby was limp and the father began CPR. The baby was taken to one hospital and subsequently transferred to another where death was pronounced. Parents were concerned that an apnea alaaarm had not also been indicated. However, they arrived within twenty (20) seconds of the heart rate alarm and began CPR. Therefore the apnea alarm had not yet been activated.